Event description:
It was reported that the 3 infusion sets be lost because they did not adhere on (b)(6) 2026.

Manufacturer narrative:
Initial 3 of 3.E1: Patient City: (b)(6) Patient Country: BelgiumName: (b)(6)Country: United States of AmericaStreet: (b)(6) Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545